Event description:
Customer alleged blood glucose results in the 500's mg/dl and 100's mg/dl when testing was performed within 5 minutes on the advantage system. Customer reported having no symptoms, and did not treat/act based on results. No adverse event was reported in connection with the discrepancy. A request was made for the return of the suspect device and replacement product was sent.